Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had persistent low blood glucose even after treating with food and glucose tablets. Customer's blood glucose was 40 mg/dl. During troubleshooting, it was found that customer was in the hospital the day prior to call due to having the flu. Customer had nausea and was treated with saline from IV. Insulin pump passed displacement test. Customer would monitor insulin pump.